Event description:
It was reported that during a coronary stent treatment procedure of a pre dilated tortuous rca lesion, the physician was unable to cross the lesion. During advancement the entire system came back to the aortic vessel. While attempting to retract the delivery/stent device back into the guide catheter, the stent dislodged in the aortic vessel and remains in the patient. Patient status is listed as "okay".